Event description:
Physician was in the middle of a lap chole when the valve on the suction side began to stick. Suctioned blood and co2 from abdominal cavity. Physician could no longer see where bleeding was coming from and had to convert a lap procedure into an open procedure. Length of stay extended to 2 days because of open procedure. Staff said that this was not the first time they had trouble with this product and that the MFR was aware and trying to correct it.